Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 450 mg/dl at the time of the incident and the current was 250 mg/dl. The customer was not admitted into the hospital as a result of the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The troubleshooting was performed for the high blood glucose under delivery. The customer does not alleges the insulin pump was under delivery. The customer stated that insulin pump had motor error. The motor error alarm was clear and customer was able to complete the rewind. The dive support cap was normal. The device will not be returned for the analysis.